Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) completed training and used two cleo 90 all-in-one infusion set components during the session. One issue occurred due to user error, specifically not holding the applicator in place for the required duration as instructed. One infusion set was loose or leaking. There was no patient harm or injury.